Event description:
Same case as MDR ID: 2134265-2013-08701. (B)(4) study. It was reported that chest pain and jailing of vessel occurred. On may 2010, the patient presented with stable angina and myocardial infarction (non q wave- non st-elevation mi). Cardiac catheterization was recommended and coronary angiography was performed. Subsequently, index procedure was performed. The target lesion was a long de-novo culprit lesion located from mid right coronary artery (rca) to distal rca with 90 % stenosis and was 40 mm long with a reference vessel diameter of 3.5 mm. The lesion was treated with direct stent placement using two stents (3.50 x 38 mm taxus liberté long stent and 3.50 x 12 mm taxus liberté stent). Following post dilatation, residual stenosis was 0%. Following placement of study stents, jailing of the two acute marginal branches with timi 0-1 flow was noted. The patient was treated with medication and these vessels appeared to have more flow. Following treatment, possible clot versus spasm was expected which was not treated due to 1mm vessel. In addition, the patient experienced "chest pain after cardiac catheterization secondary to the jailed vessels" and the physician treated the event with morphine. Two days post procedure, the patient was discharged on aspirin and prasugrel.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that there was possible thrombus present prior to index procedure, which persisted post deployment of the stent. On (B)(6) 2010, the patient presented to the emergency room with episodes of chest pain associated with some jaw pain. A possible thrombus was located in the rca. The two study stents were placed in an overlapping fashion. The event jailing of the two acute marginal branches was thought to be due to "possible clot versus spasm" which could not be clearly differentiated was then treated using integrilin bolus.